Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call that during priming, plunger came off from two reservoirs. Customer also reported that pressure pushed insulin back into vile. Customer also received an alarm during fill cannula. Customer was able to clear alarm. Customer's blood glucose was 492 mg/dl earlier that day, which customer states was due to not eating or taking medications properly as customer was on steroids.